Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was producing inaccurately erratic results. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018, he obtained alleged inaccurately erratic results on his verio 2 meter. The patient explained that at 6.00pm he obtained a result of ¿146mg/dl¿, compared to a result of ¿66 mg/dl¿ which he obtained at 6.15pm. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient stated that he manages his diabetes using oral medication (xanax; one tablet per day) and did not take any action in response to the alleged inaccurate readings. The patient explained that approximately 30 minutes after the alleged product issue began, he started to feel ¿dizzy¿ but confirmed that he did not receive any treatment above and beyond his usual routine of diabetes care and management. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly at the time of testing and the results were from the same approved sample site. Replacement products were sent to the patient. The csr also confirmed that the test strips had been stored correctly and were within expiry, and they test vial was not cracked or broken. The csr was unable to walk the patient through a control solution test because the patient did not have control solution at the time of the call. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject device caused or contributed to a serious injury adverse event. The patient did not develop signs or symptoms suggestive of a serious injury, nor did they receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference of these glucose results exceeds lfs¿ criteria for precision and the alleged inaccuracy was not resolved during troubleshooting.